Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Software revision v1.075. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to a company representative a case of rainbow glare, observed on a left eye patient at one week post lasik treatment. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. No abnormalities that could have contributed to this event were found. A root cause could not be identified conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.